Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had discoloration on the screen and it made hard to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed unexplained no delivery alarm and failed battery alarm. The customer reported that the plastic chipped off while changing reservoir. Customer was unable to troubleshoot at the time of call and will call back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.